Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pacemaker dependent patient presented in clinic for follow-up, no capture was observed. During v threshold test, lead failed to capture which resulted in short duration (approximately two seconds) asystole. The asystole was insignificant so no intervention was needed. During lead revision procedure, it was noted that the lead was not placed in its correct position initially and it was only capturing the ventricle. Lead was capped and replaced on (B)(6) 2016. Patient's condition was fine post-procedure and the patient was sent home the following day.